Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was unable to recreate issue but replaced the distal set-up joint (dsuj) on arm 2. The system was verified and ready to use. The unit was sent for failure analysis for the errors 307 and 40084. The errors were confirmed in system log but not replicated during in-house testing.

Event description:
It was reported that prior to the start of a da vinci-assisted benign tongue base resection surgical procedure, a non-recoverable fault occurred against arm 2. The site performed a hard system reboot. The technical service engineer (tse) recommended performing another hard reboot, but the caller stated they would try it after the call. The procedure was completed with no reported injury.